Event description:
Additional information later received reported the patient experienced loss of pain control. The etiology was indicated as related to the device or therapy and implant procedure.

Event description:
Additional information later received reported the etiology was related to implant procedure. Intervention was device surgical repositioning, the pocket revised and the catheter attached. The severity was indicated as mild and the outcome was resolved without sequelae (B)(6) 2014. Additional information later received reported surgical observation revealed the catheter wrapped around the pump. Intervention was device surgical revision, catheter spliced, replaced.

Event description:
It was reported that at the pump refill on (B)(6) 2014, the actual reservoir volume (18 ml) was more than the expected reservoir volume (3.1 ml). The patient was having inadequate pain relief. Fluoroscopy on (B)(6) 2014, revealed ¿inability to aspirate or push fluid through catheter; nonfunctioning catheter.¿ the catheter was occluded. The severity of the event was noted to be ¿mild.¿ the outcome was reported as ¿ongoing event.¿ the device system was delivering hydromorphone. It was later reported that the pump was flipped. On (B)(6) 2014, a new proximal segment of catheter was added to the existing catheter. The catheter was twisted upon itself past the connection point; the catheter was not broken, but was unable to be untwisted due to the pump flipping. The patient status was reported as ¿alive-no injury.¿

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).